Manufacturer narrative:
Corrections have been made to the model#, catalog #, serial#, UDI# in d4 and to the return date in d9. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is a dim light, image blurry. No patient involvement reported. No negative impact on state of health reported.